Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were getting a system problem ¿rm03¿ error message within a few minutes of charging their implantable neurostimulator (ins). The patient stated that they would unplug their recharger for about 15 minutes and would be able to charge their ins for a bit, but then they would receive the ¿rm03¿ message again and the process would continue. The patient denied any heat on their equipment but noted that there charger looked worn where the cord entered the coil. It was further reported that the cord was frayed. The patient also reported that they would feel heat under their skin where their ins was and the pain was getting worse. The patient stated that this would occur when they were charging their ins and it had been taking them longer to charge their ins. It was noted that the pain would last until about two hours after the patient was finished charging. The patient reported that when their ins site got warm, it would leak fluid, but that the fluid did not smell. The patient also mentioned that they had an auto-immune disease. The patient also noted that it took a long for their incision to heal after they were implanted. It was advised that the patient follow up with their healthcare provider (hcp) regarding the heat and leaking fluid. The repair department was contacted and a replacement recharger was requested. No patient symptoms were reported. Indication for use is spinal pain.